Event description:
Pt was under anesthesia at the start of a surgical case. The bed/table was unlocked so it could be turned. Smoke came out of the table at the power cord connection. The cord was removed. Converted to battery power. No harm to pt.